Event description:
The customer reported receiving multiple motor error and no delivery alarms from the insulin pump. There was no significant event reported leading up to the motor error alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 500 mg/dl. The customer reported treating with a bolus and with a manual injection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.